Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. The following devices were also listed in this report: exeter v40 stem 44mm no 0, cat#0580-1-440, lot#g5548185. V40 fem head orthinox 28-0, cat#6364-2-128, lot# g5698827. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Upon review of the clinical history relating to (B)(4), the clinician identified that {...} no issues were reported during primary arthroplasty although surgery was complicated by a deep joint infection that required irrigation and debridement (I&d) some 6-weeks later on (B)(6) 2015. All components were retained during this intervention while infectious signs reportedly disappeared after that.{...}

Manufacturer narrative:
An event regarding infection involving a exeter shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as, at the time of the event, the device was not explanted. Medical records received and evaluation: a medical review was performed which noted the following: left total hip arthroplasty was performed on (B)(6) 2015, for osteoarthritis in a female patient of now 65-years 1953 with morbid obesity bmi=52 using an exeter stem with polyethylene cup through a lateral hardinge approach. No issues were reported during primary arthroplasty although surgery was complicated by a deep joint infection that required irrigation and debridement I&d some 6-weeks later on (B)(6) 2015. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Upon review of the clinical history relating to pi (B)(4), the clinician identified that {...} no issues were reported during primary arthroplasty although surgery was complicated by a deep joint infection that required irrigation and debridement (I&d) some 6-weeks later on sep 20, 2015. All components were retained during this intervention while infectious signs reportedly disappeared after that.